Event description:
The customer contacted physio-control to report that their device displayed a white screen and illuminated its service led. A white screen can be indicative of a lock-up. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involved in the reported event.

Manufacturer narrative:
The user interface was further evaluated by failure analyses center (fac). Investigation confirmed that reported issue was due to the fault of a cracked/shorted c181, causing u27 (uprocessor) to not boot resulting in a lockup condition visually verified as a white screen. A root cause of reported issue is shorted c181.

Manufacturer narrative:
A third-party service agent evaluated the customer's device and verified the reported issue. After replacing user interface pcb proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted physio-control to report that their device displayed a white screen and illuminated its service led. A white screen can be indicative of a lock-up. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involved in the reported event.